Event description:
User received discrepant gentamicin results across three samples drawn from the same pt over a period of about 1 day. All samples were obtained from a heel stick using a micro-container green top plasma with a separator gel and run on the i800 using a cobas cup. Sample 1, obtained on (B)(6) 2009; initially run on (B)(6) 2009 gave 5.07; repeated twice gave 4.77 and 1.75 ug per ml. A second sample obtained from the pt on (B)(6) 2009, was tested giving 1.8 ug per ml. Erroneous results were not reported. Sample 2, obtained on (B)(6) 2009, initially gave 5.16; repeated gave 1.73 ug per ml. Erroneous results were not reported. Sample 3, obtained on (B)(6) 2009, initially gave 4.43; repeated twice giving 3.74 and 4.42. User reported out result of 4.4 ug per ml. The same sample was repeated a third time giving 1.67 ug per ml. User reported corrected result of 1.8 ug per ml. User states the pt was not treated nor treatment withheld based on the original result reported as the physician questioned the accuracy of the result. The field service rep was unable to determine a cause. He ran a flow and check tests to verify analyzer was operating within specification.